Manufacturer narrative:
The technician found the ratchet rivets and a screw was missing from the siderail. He replaced the hardware to repair the stretcher.

Event description:
Information received indicates the siderail flares out to the side and will not lock in the upright position.